Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a thoracoscopic right lung nodular debridement, while the device was being used for tissue cutting and disconnection, on the third firing, the handle and reload broke and separated. The reload got stuck to the lung tissue and could not be moved.